Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Related manufacturer report number 2017865-2022-50469. Additional information received indicating event is continuation of event reported in manufacturer report number 2017865-2022-50469.

Manufacturer narrative:
Additional information received indicating event is continuation of event reported in manufacturer report number 2017865-2022-50469. Further updates will be managed and reported in manufacturer report number 2017865-2022-50469.